Manufacturer narrative:
The filler was injected into the patient and is therefore not available for return. The analysis of the device does not allow for a probable cause to be determined. Complaint number: (B)(4).

Event description:
The patient self reported that following injection of smooth there was puffiness on the left side of the face, nasolabial folds are still present, and another crease/fold started to form under the left eye. Patient also experienced headache, nausea, shortness of breath, rapid heart rate, and achiness. The following morning the headache and nausea resolved.